Event description:
It was reported that patient claimed to have experienced uncomfortable stimulation. A manufacturer representative met with patient for troubleshooting and noticed that the system was never turned on since implant and system was functionally properly. Reportedly, patient met with physician and a physical exam was within normal limit. Patient opted to explant the system by themselves and met with a neurosurgeon to clean the pocket to prevent infection.

Manufacturer narrative:
A patient explanting themselves was reported abbott. The patient claimed to have experienced uncomfortable stimulation. The representative met with patient for troubleshooting and noticed that the system was never turned on since implant and system was functionally properly. The patient met with physician and a physical exam was within normal limit. Patient opted to explant the system by themselves and met with a neurosurgeon to clean the pocket to prevent infection. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data: h6: medical device problem code.